Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously suppressed prostate specific antigen (psa) results generated by the unicel dxi 800 access immunoassay system for multiple patient samples. Customer tested eight samples for psa and obtained results in the range of 1.80ng/ml - 3.24ng/ml and these samples repeated in the range 4.30ng/ml - 7.27ng/ml. The erroneous results were not reported outside the laboratory. There was no affect to patient or user as a result of this event.

Manufacturer narrative:
Samples were serum, and were centrifuged at 1760 g for 2 minutes, at 4 degrees celsius. Qc run following patient sample run recovered approx 60% lower than results recovered from a different reagent pack. This customer has onsite service at all times. System has been verified and no other assays are in question. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.